Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead thresholds increased to a high range and r-waves diminished in the days following implant. The lead appeared to have perforated the heart silhouette under fluoroscopy. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.